Event description:
Rv lead testing revealed no capture during in office device interrogation. The physician ordered a lead revision which was scheduled (B)(4) 2015 to re-position the rv lead. There were no adverse patient effects reported. All available information suggests this lead remains actively implanted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.